Event description:
Technician called and said bed was in basement with tag on it that was broken. He did not know it patient was in bed when failure occurred. No injuries reported. He did not know what unit bed came from. Technician cleaned the head brake assembly and this resolved the head drift.